Event description:
Information was received that the patient has had 3 episodes of status epilepticus since their generator replacement in (B)(6). The first episode consisted of 32 seizures, the second which happened in (B)(6) 2021 consisted of 40 seizures and the third consisted of 32 seizures. The patient's mother believed that the vns was the cause of the status epilepticus. It was confirmed the device was not on any recall lists and the replacement surgeon, and multiple healthcare workers were consulted and all agreed the device was not suspected to be the cause of the status. The patient's device has remained on and the mother still believes the vns was the cause of the seizures. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section f10. Adverse event problem - health effect - clinical code; corrected data: code e010904 inadvertently not coded on supplemental MDR #1.

Event description:
It was reported that the patient was implanted with a device that was recalled and because of this the patient has been hospitalized for the past 5 days with numerous seizures and the patient's mother wants the device explanted. No surgical intervention has been reported to date. No additional relevant information has been received to date.